Event description:
A consumer reported that one month following bilateral intraocular lens (iol) implant surgeries, he could not see near but could see far very well. Additional info was received from the surgeon who indicated that the pt expected to read for near without glasses with this kind of iol and that the pt has extreme difficulty with double vision in all lighting conditions. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not be identify a root cause. There have been no other complaints reported in the lot number. Additional info has been requested and received. (B)(4).